Manufacturer narrative:
Pump passed the displacement. Pump received with minor scratched lcd window and broken battery tube threads noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported damage to the insulin pump battery compartment and screen the customer¿s blood glucose was 2.6 mmol/l l at the time of incident. Customer stated that the insulin pump screen was scratched up and hard to see the display. Customer also reported damage to the battery compartment. Customer had a low blood glucose of 2.6 mmol/l and no form of treatment was reported. No low blood glucose troubleshooting was performed. The customer was advised that the insulin pump is being replaced and is not expected to return for analysis.